Event description:
It was reported that the device would lose power when it was charging to 50j with internal paddles. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.